Event description:
A surgical tech reported that before surgery when the standby button was depressed, it changed briefly to blue for three to four seconds then booted down. The case was not completed. There was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).